Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the clinical diabetes specialist (cds) that the customer received empty cartridge alarms. Reportedly, the customer is able to withdraw approximately 30 to 100 units of insulin from the cartridge after each cartridge change. Multiple attempts were made by tandem technical support to perform troubleshooting; however, no further information was provided on the reported event. There was no reported impact to the customer's blood glucose level.